Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of seizures.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient stated that the dexcom system did not catch when they were crashing until after they had started to have a seizure. The date of the event is unknown. The patient did not wish to provide additional information. No additional patient information is available.